Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing poor light from the table top illuminator during surgery. The auxiliary illuminator was used to complete the case.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was not replicated. However the illuminator was replaced at the customer¿s request. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 29, 2009. Based on qa assessment, the product met specifications at the time of release. Therefore, the root cause of the reported event cannot be determined conclusively. The system was found to meet specifications. The manufacturer internal reference number is: (B)(4).